Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was on vacation and experienced frequent low voltage hazard/power cable disconnected alarms despite proper batteries. They exchanged battery and system controller but the alarms appeared again under battery support. The patient went to the next heartmate 3 center in regensburg. The perfusionist noticed no light on running on the system controller but the pump was working. The system controller was exchanged by the perfusionist and additional new battery clips were used, and there were no further alarms since. It was further reported that after the issue from on (B)(6) 2025, the patient called vad-coordination at (B)(6) school regarding more or less the same frequent alarms as before with the new controller (B)(6). Today they came in for log file download and the data shows intermittent and spontaneous variations in rsoc voltages on both cables although the patient mentioned less alarms since on (B)(6). The cable voltages on both system controller cables were showing also a variation from normal to complete different values (e.g. 11,1, 8,1 etc.) Which are not expected when batteries are connected. Everything was tested again: different batteries in the clips, test clips, if a loosened contact between batteries and clip was present, several times of dis- and reconnecting the backup battery (ebb), self test of the system controller but nothing solved the issue. According to the log file data which showed us all these fluctuations of the cable and rsoc voltages, another system controller exchange was performed. Another log file follow up after one hour showed no further anomalies and the patient was discharged again and will visit the outpatient clinic again in one week.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a controller exchange to troubleshoot alarms was confirmed via log file analysis. Left ventricular assist device (lvad) log files were submitted for evaluation and relevant data from (B)(6) 2025 ¿ (B)(6) 2025 was reviewed. On (B)(6) 2025 at 11:21:46, 11:24:51, and 17:14:244, the pump was restarted and began operating as intended each time. This is consistent with the reported controller exchanges. The heartmate 3 system controller (serial number unknown) was not returned for analysis and no controller log files from the controller were submitted. Of note, a battery clip set (lot number 7299505) was returned for analysis and damaged metal contacts were observed. Damage to the contacts and the low voltage and power cable disconnect alarms have been further addressed via the battery clip investigation. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system controller being unknown. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect and low voltage alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU, section 3 ¿ ¿powering the system¿, and heartmate 3 patient handbook, section 3 ¿ ¿powering the system¿, address how to properly use the 14v battery clip and 14v battery. Heartmate 3 patient handbook, section 6 "caring for the equipment", describes how to care for and clean all equipment, including the system controller, 14v battery, and 14v battery clip. Additionally, section 10 entitled ¿safety checklists¿ instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.